Manufacturer narrative:
Block d4, h4: the complainant was unable to report the upn and serial number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2025-03876 for the spyscope ds ii for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used in the common bile duct during a cholangioscopy procedure performed for the treatment of common bile duct stone on (B)(6) 2025. During the procedure, the image of the spyscope ds ii was lost. The spyscope ds ii was unplugged and re-plugged back into the spy ds controller and they restarted the controller multiple times; however, it did not provide an image. The procedure was not completed due to this event. There were no reported patient complications as a result of this event.